Event description:
Home patient (hp) contacted baxter's technical service center for assistance during apd therapy. Hp reports patient line extension became disconnected from homechoice set during fill 1 of apd therapy. Hp reportedly subsequently reconnected self and received a "neg uf" alarm. Technician assisted hp in disconnecting and restarting with new supplies. No patient injury or medical intervention required per hp.